Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned stuck inside the rotablator, the wire was removed from the rotablator, resistance was felt during withdrawing and the device presents the body kinked at 144.0cm; 174.0cm; and at 172.5cm approximately from the proximal end; and the distal end fractured. Moreover, the spring tip was not returned. All the outer diameter measurements are within the specifications. The spring tip could not be measured due to the spring tip was not returned. The mtac lab observed that the failure occurred in an area with rotational wear reduction by a torsion overload with a bending moment followed by a multidirectional bending. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02197. It was reported that a burr and a rotawire were detached. A 100% stenosed chronic total occluded lesion was located in a moderately tortuous and severely calcified lesion was located in the proximal right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire and wireclip torquer were selected for percutaneous coronary intervention. During procedure, it was noted that an unknown guide wire was unable to advance further in the middle of the right coronary artery. The physician inserted the unknown guide wire into the branching vessel and replaced the guide wire with the rotawire. Ablation was then performed twice at 200,000 rpm for 15 seconds with the rotalink and was advanced to the distal side of the proximal right coronary artery. The physician replaced the rotawire with a non bsc guide wire and advanced the guide wire to the target lesion but still experienced difficulty in crossing the lesion. Additional ablation was then performed with the rotalink. It was also noted that during ablation, the burr kept moving back and forward. It was further noticed that the rotalink was stuck in the distal side of the proximal right coronary artery and the burr could not be removed. Ablation was performed again and noted that the shaft of the burr and the rotawire were detached. Furthermore, it was noted that the rotawire was trapped inside the shaft of the burr and that the burr was not inserted to the spring tip of the rotawire. The tip of the burr and the rotawire still remained in the distal part of the proximal right coronary artery. The procedure was not completed due to another reason. There were no patient complications reported.

Event description:
Same case as MDR ID: 2134265-2014-02197. It was reported that a burr and a rotawire were detached. A 100% stenosed chronic total occluded lesion was located in a moderately tortuous and severely calcified lesion was located in the proximal right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire and wireclip torquer were selected for percutaneous coronary intervention. During procedure, it was noted that an unknown guide wire was unable to advance further in the middle of the right coronary artery. The physician inserted the unknown guide wire into the branching vessel and replaced the guide wire with the rotawire. Ablation was then performed twice at 200,000 rpm for 15 seconds with the rotalink and was advanced to the distal side of the proximal right coronary artery. The physician replaced the rotawire with a non bsc guide wire and advanced the guide wire to the target lesion but still experienced difficulty in crossing the lesion. Additional ablation was then performed with the rotalink. It was also noted that during ablation, the burr kept moving back and forward. It was further noticed that the rotalink was stuck in the distal side of the proximal right coronary artery and the burr could not be removed. Ablation was performed again and noted that the shaft of the burr and the rotawire were detached. Furthermore, it was noted that the rotawire was trapped inside the shaft of the burr and that the burr was not inserted to the spring tip of the rotawire. The tip of the burr and the rotawire still remained in the distal part of the proximal right coronary artery. The procedure was not completed due to another reason. There were no patient complications reported.